Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by a stomachache. The cause of peritonitis was not reported. It was reported that the patient was hospitalized; however, it was not reported if the patient was treated for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.